Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 volts. (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and the transmitter fatal error was found within the investigation window

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert was displayed. Data was evaluated and the allegation was confirmed as a transmitter fatal error was discovered. The probable cause was determined to be a transmitter fatal error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.